Manufacturer narrative:
As data could not be provided or analyzed for the initial positive result, the root cause of the allegation could not be identified. The observed discrepancy could be due to low-level samples, but could not be confirmed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The sample was retested on another cobas liat which yielded a negative result for sars-cov-2. No harm was alleged. The results were released. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.